Event description:
It not reported that a vns patient had high lead impedance: output status limit, output current 2 ma, lead impedance: high, dcdc converter: 7, near end of service no on a normal mode test. No other results provided. It was reported that this patient's battery was off and the patient is not really ready for a replacement due to the low benefit of their vns-therapy. X-rays were received for review. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. A strain relief bend was present, but not a loop. One tie-down was used to hold the strain-relief bend as indicated, and a second tie-down was used to hold the lead body distal to the bend. Part of the lead was behind the generator. No acute angles were observed in the assessed portions of the lead. However, two lead breaks are visible: one at the level of the lead bifurcation and another in the lead body a few centimeters below the placement of the second tie-down. Good faith attempts are underway to gather further information.

Event description:
Additional information was received. No manipulation or trauma is suspected to have occurred. In regards to the patient's report on an increase in seizures, their physician observed in the early years a reduction in the frequency of absences and improvement of the quality of life of the patient. There was no period during which the situation was deteriorated secondarily, in crisis or at the well-being. No further interventions are planned at this time.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by manufacturer revealed gross lead breaks. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Good faith attempts have been made and no further information has been attained.

Manufacturer narrative:
Adverse event or problem: corrected data: typo not should be was on intial report.